Event description:
It was reported that the right ventricular (rv) lead triggered alerts for undefined high pacing impedance and a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and pacing impedance variation. It was suspected the rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.